Manufacturer narrative:
A study reports that approximately 1 year and 3 months after implantation of the left hip with polarstem valgus (75102076), the patient underwent a right tka revision surgery. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. A medical investigation was conducted. Based on the limited information provided, no causal relationship could be established between the tha and the contralateral tka performed on an unknown date approximately 1¼ years post tha and no malperformance of the tha components is supported. Patient impact beyond the reported tka would not be anticipated. No further medical assessment could be rendered at this time. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The IFU (lit. No. 12.23 ed 05/16) lists several adverse issues as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on available information the root cause for the reported issue cannot be determined. However, the executed investigation gives no indication that the device failed to match specification at the time of manufacturing. The need for corrective action is therefore not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that approximately 1 year and 3 months after implantation of the left side of the polar stem, the patient underwent a right tka revision surgery. The date of surgery is unknown.